Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing irritation at the site of the battery for several weeks which had been very aggravating. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing irritation at the site of the battery for several weeks which had been very aggravating. The patient will undergo an explant procedure.